Manufacturer narrative:
The device was serviced on-site by a field service technician as part of preventative maintenance. An alarm log review, functional testing, visual inspection, and service history review were performed. The f-74 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged sensor board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-74 (motor slipped even though at maximum current to motor) alarm. No additional information is available.